Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. This battery serial number is part of a field safety notification. Batteries are currently under a manufacturer directed investigation. Our risk assessment for this reported condition remains unchanged at this time. Per the instructions for use (IFU), patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. A supplemental report will be submitted when the manufacturer's investigation has been completed. Pump remains implanted.

Event description:
It was reported that the "patient experienced a very short, transient pump stop on (B)(6) 2015 at 10 pm during power change. She claimed the alarm occurred when she disconnected one of the batteries, wanting to change to ac adaptor while the other battery in use had full battery capacity. She panicked and grabbed a fully charged battery instead to reconnect the second power and the alarm resolved. However she did not note which power ports and affected batteries during the incident. Patient was very sure connections were proper before attempting power change.preliminary analysis of the log files indicated a controller power-up and associated motor start occurred at the stated date and time. The log files further showed that battery bat054674 was disconnected and bat054677 remained on the controller when the controller lost power. Battery bat054677 will be sent back to the manufacturer for evaluation. There was no reported patient injury as a result of this event beyond her feeling panicked by the alarm.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The battery ((B)(4)) was returned for evaluation. The battery ((B)(4)) was not returned for analysis despite an attempt to obtain it. Various analyses were conducted and reviewed in order to evaluate the performance of battery ((B)(4)) in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the device met specifications; battery ((B)(4)) passed visual inspection and functional testing. Thorough log file analysis revealed a controller power up three days before the reported event date. This indicates that the event actually occurred three days before the reported event date on (B)(6) 2015. During analysis, it was revealed that the battery that was connected to the controller when the loss of power occurred was battery (bat054677). This battery could not be analyzed since it was not returned. The returned battery, (B)(4), was the battery that was exchanged during the power change. Log file analysis revealed previous instances of premature power switching events with battery ((B)(4)). This observation is considered an incidental finding and not related to the reported event. Without the affected battery, (B)(4), the root cause cannot be conclusively determined. Base on log file analysis, a probable root cause of the reported event is an accidental disconnection of both power sources or a malfunction of the battery. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU), patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.